Event description:
A (B)(6) male pt contacted zoll customer support to report that he had been getting all types of alarms. When prompted to download, support reported 'abnormal shutdown' flags, 'capacitor voltage fault' flags, and 'memory test failure' flags. The pt also reported issues with the response buttons. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problems (abnormal shutdown flags / capacitor voltage fault flags / memory test failure / response button issue) are still under investigation. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.